Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a rash under the therapy electrodes. The rash was red and raw but was not open or oozing. The patient went to see her doctor who prescribed hydrocortisone cream. The patient reported the rash was improving.